Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown at the time of incident. The customer stated that the act button does not react well and has to be pressed several times for it to function. The insulin pump is not expected to return for analysis.